Manufacturer narrative:
(B)(4). Date of initial report : 02/18/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device would no longer open after being in the shut position. There was no injury to the patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of follow up report: 05/17/2016. One used lf1520 device was received, and evaluation of the returned sample could not confirm the complaint of difficulty opening. Visual inspection of the used device found no defects, and the jaws were open upon receipt. Mechanical testing confirmed that the jaws opened and closed normally on tissue bundles when using the handle. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing factors, and that it was released after meeting all quality specifications.